Manufacturer narrative:
This foreign report is being submitted on (B)(6) 2013 for a device product that is considered same/similar to a us marketed device ((B)(4)). This is a follow up submission for the first product in this case. The manufacturer report number for this submission is 8022269-2013-00066. The manufacturer report number for the second product in this case is 8022269-2013-00067. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using the o.b. Unspecified two tampons total, vaginally for menstruation (lot number and expiration date unspecified). She stated that both the tampons string got detached when she tried to remove them without any force. She also stated that she had been using the o.b tampons since many years without experiencing any adverse events. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(6) 2013. The consumer did not provide a lot number with the complaint. No returned sample was received for evaluation as of (B)(6) 2013. A review of the trending data revealed no unfavorable trends. Based on the investigation results, no assignable cause was identified. Complaint trends will continue to be monitored. This report remains as a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) 2013 for a device product that is considered same/similar to a us marketed device (o.b tampons products). This is an initial submission for the first product in this case. The manufacturer report number for this submission is 8022269-2013-00066. The manufacturer report number for the second product in this case is 8022269-2013-00067. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2013 from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using the o.b. Unspecified two tampons total, vaginally for menstruation (lot number and expiration date unspecified). She stated that both the tampons string got detached when she tried to remove them without any force. She also stated that she had been using the o.b tampons since many years without experiencing any adverse events. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.